Event description:
The patient reported that, he has experienced some high and low blood glucose results while using his infusion device. He stated that, he has had blood glucose values as high as 385 mg/dl and in 2007, he experienced a result of 35 mg/dl. He stated that, he had to be woken up and he took glucose tablets to increase his blood glucose value. The patient did not provide details on the other blood glucose events. He stated that his normal range is 85-150 mg/dl. The patient switched to his back up infusion device and stated that he has not had any fluctuations since that point. The product was requested to be returned for evaluation.